Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that on (B)(6) 2016 the battery was "34-64%" and on (B)(6) 2017 it was "29-51%." It was reported that programs were changed and adjusted as needed. No diagnostics were performed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0mmmh, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that battery in her device did not last as long as it was supposed to. Patient stated every time she gets her battery checked it will state 5 years. It was reviewed that the battery longevity was an estimate based on settings and use, if patient has to change settings over time this will affect the longevity. The patient stated she never turn therapy off went above one with previous devices but now she was at 2.2 through 2.5 and she was scared to think she will have to have surgery every year to replace the battery. The patient was scared because she puts it off as long as she can and knew the battery was probably not even at 10% at this point. Patient stated it has been 17 years that she has been doing this and nothing was getting better. Patient stated she used to go 62 times a day and with interstim it went down to 20 but she always knew when the battery was down it was hard to function, hard to go to the bathroom and patient was always tired patient stated she was at her wits end and has talked with her mother about potential other treatments. Battery allegation being already at 50%.patient stated she was not sure if her interstitial cystitis (ic) was getting worse because when she was in the doctor¿s office last time doing her settings she couldn't feel it until they reached 2 so patient wondered what was going on. Patient also stated 2 of the 4 programs are not working so she was not sure if this was her nerve damaged or what. Patient stated maybe it was a bad battery from the get go or maybe her ic was getting worse. Patient stated she had it on the left side for years until this surgery they connected the wires to the right side instead of the left because it was hitting that same nerve for so long they thought maybe the nerve was tired so they tried to hit a different nerve. Patient stated she and the doctor have tried to think outside the box. Patient stated she didn't feel right from the beginning with this one and especially because knowing 2 programs didn't work. Patient would be going to the doctor on monday. No further patient complications have been reported as a result of this event" in the event description. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.